Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# 3030677-2022-05278. Device investigation is completed and documented within pr (B)(4).

Event description:
It has been reported that device speakers are not functioning properly.